Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. Reportedly, the customer changed the cartridge and infusion set and observed insulin drops exit the tubing. The customer was successfully able to resume insulin therapy. The customer's blood glucose level was 537 mg/dl and was addressed with a bolus via the pump.